Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 400 mg/dl. Customer reports they did not receive a sensor updating alert. Customer reports they did received a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis.